Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. (B)(4).

Event description:
It was reported that when the device was interrogated, the programmer indicated "data is invalid". The device remains in use. No patient complications have been reported as a result of this event.